Manufacturer narrative:
G4: this device is not marketed in united states but however, similar device with product# 54740105535, UDI (B)(4), 510(k)# k112555 is marketed in united states medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l5/s tlif procedure in a patient diagnosed with l5/s vertebral foramen stenosis. It was reported that when the device (rmas) was attached to the lock sleeve screwdriver as the left-side ps, the screw could not be attached coaxial with the driver. The device was replaced with a new screw, as only installation could be performed with the device bent without being coaxial. The t25 of the screw core region is believed to be deformed, so an inspection is requested. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part # 54790016545, lot # h5951244. Visual inspection did not reveal any damage to the screw. Functional inspection confirmed the screw was able to attach and detach to a sample driver without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.